Event description:
Upon interrogation few days after implantation, an alert regarding vf episodes was displayed while no episode was available in device memory. According to the reporter, episodes and alert would be related to implantation day, and were reviewed. Therefore, the alert should not be visible anymore.

Event description:
Upon interrogation few days after implantation, an alert regarding vf episodes was displayed while no episode was available in device memory. According to the reporter, episodes and alert would be related to implantation day, and were reviewed. Therefore, the alert should not be visible anymore.